Event description:
A high reading issue was reported with the freestyle libre sensor. A caller reported receiving a high sensor scan of 212 mg/dl when compared to an hcp meter result of 30 mg/dl and it was noted that the readings were not obtained within 10 minutes. The customer experienced symptoms of seizure and a loss of consciousness and had contact with a healthcare professional who administered glucose via IV infusion for the diagnosis of hypoglycemia. A post-treatment reading of 79 mg/dl was obtained on the hcp meter and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.